Event description:
The customer was hospitalized with dka. Prior to the incident the customer experienced shortness of breath and chest pain. Troubleshooting indicated that device was functioning properly. Explained that high blood sugars are most often caused by site or infusion set issues. Recommended changing set.